Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. This information was received from the product surveillance registry (psr) mechanical circulatory support (mcs) therapy base. Product event summary: (B)(4) was not returned for evaluation. Review of the controller log files could not be performed since log files were not available for analysis. As a result, the reported low flow event could not be confirmed. Information received from the site indicated that the patient was admitted to the emergency room (ER) due to suddenly feeling lightheaded and shaking, secondary to dehydration and non-sustained ventricular tachycardia (nsvt). There was no loss of conscious, the patient was fully awake during the episode. Symptoms resolved with rest. Early morning the patient experienced similar symptoms while going to bed, and presented with brief low flow alarms with no symptoms. The patient was started on oral medication. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, and/or poor vad filling. Per the instructions for use, cardiac arrhythmia is a known potential complication associated with the implantation of a vad. Based on a review of past adverse events, it was noted that the patient had a history of cardiac arrhythmia. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted to the emergency room (ER) due to suddenly feeling lightheaded and shaking, secondary to dehydration and non-sustained ventricular tachycardia (nsvt). There was no loss of conscious, the patient was fully awake during the episode. Symptoms resolved with rest. Early morning the patient experienced similar symptoms while going to bed, and presented with brief low flow alarms with no symptoms. The patient was started on oral medication. The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.